Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted that the helix could be fully extended and retracted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, there was difficulty placing the pacing lead. The lead had poor measurements at first attempt, and when the physician attempted to reposition the lead, the helix would not retract. A new lead was implanted instead. No patient complications have been reported as a result of this event.